Manufacturer narrative:
(B)(4). Date of event: event date unk. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic gastrectomy, the deployed staples were unformed at the 2nd firing on the gastric body. No bleeding occurred. Another competitive device was used to complete the case. There were no adverse consequences to the patient.